Event description:
The customer reported that the control buttons were sticking. Also the system would continue to fluoro after the x-ray switch was released and the image rotation was not working.

Manufacturer narrative:
The ge service rep checked the system and was unable to copy the log files from the c drive. The debug log file had been corrupted. The rep was unable to retrieve the debug log file. He rebuilt the debug log file. While taking a fluoro shot the left monitor would go dark but the technique would be correct. He found a broken wire in the interconnect cable and was unable to confirm the image rotation issue. He found the hand control was bad and replaced the assembly, hand control, and 4 buttons. The original hand control is missing. He replaced the assembly, cable, interconnect, 20', 9800 for the broken wire issue and the blanking of the left monitor. The rep found the x-ray on the lamp was broken. He replaced the lamp, x-ray on, 6600/68/96/9800, 9800md for the bad x-ray lamp issue. He found the power lamp was out. He replaced the assembly, cable, w/switch, on/off, workstation, 9800/6800, power switch lamp is cut. The system operates as intended.